Event description:
Information was received from the neurosurgeon. He stated that the patient's generator was explanted because his parents wanted it removed. The parents said it was shocking the patient. The lead was also explanted. The generator and lead were not replaced.

Event description:
It was reported that the patient was experiencing pain in the throat that radiates up to his ear and a painful pulling sensation when leaning since (B)(6) 2014. The patient suffers falls with seizures, but no known trauma occurred. It was reported that the patient had grown significantly since vns implant. Device diagnostics were within normal limits and the device was programmed off. The patient's mother would like the device explanted. It was later reported that the patient underwent vns explant. The explanted devices have not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility discarded the explanted devices; therefore, no analysis can be performed.